Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose levels were 425 mg/dl and 47 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they treated high blood glucose with insulin delivery. The customer did not mention any symptom related to high blood glucose level. The customer stated that the drive support cap appeared to be normal. The customer declined to check the presence of leaks and air bubbles and declined to perform high pressure test. The customer alleged the insulin pump for under delivery because of the insulin pump settings which did not alert them for highs and lows. The insulin pump will not be returned for analysis.